Manufacturer narrative:
Upon review of the system logs, the system functioned as expected. A bubble was identified and the pump cleared the setpoint and returned to zero flow. After the event was cleared, the user was able to ramp the pump speed back up.

Event description:
The user reported a sudden decrease from full flow to 0.5 lpm without apparent reason. The user resumed adequate flow and there was no patient harm.